Event description:
It was initially reported that hardware error 7 (temperature limiter error) appeared on the stockert the beginning of an atrial fibrillation case. The system was rebooted with no resolution. Follow-up information received revealed that ablation therapy had not yet begun when the temperature limiter error displayed. The temperature was reading 32degrees when the error appeared. The errors caused the procedure to be re-scheduled. The patient was under general anesthesia for 3 hours during the procedure during which a transseptal puncture was completed to enter the left atrium. The patient¿s hospitalization was not extended. This event has been determined to be reportable due to the risks associated with undergoing a second procedure after this cancellation.

Manufacturer narrative:
Product investigation is currently being conducted. Additional information will be submitted in a supplementary report upon repair record completion. Concomitant products: stockert 70 system, us catalog # s7001, serial# (B)(4); stockert 70 system remote, us catalog# s7001, serial # (B)(4); thermocool sf carto 3, us catalog# bni35fjct, lot# 15900123l. (B)(4).